Manufacturer narrative:
No device, no medical records, or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately four minutes of activation in the common femoral artery, the tip of the recanalization catheter allegedly detached during retraction and remained embedded in the lesion. It was further reported that the health care provider (hcp) attempted to retrieve the tip with unsuccessful results; therefore, angioplasty was performed to secure the detached tip against the vessel wall and complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the device was returned. The distal tip was missing from the catheter and was not returned. Catheter bunching was noted. The outer catheter remaining measured 144.2cm from strain relief to break, indicating 1.8cm of the outer catheter was not returned. The outer catheter was cut to reveal a core wire break. The core wire remaining within the catheter was measured to be 141.9cm, indicating that 4.1cm of the core wire was not returned for evaluation. The distal end of the catheter was jagged and stretched, likely indicating that excessive force contributed to the tip detachment. Functional/performance evaluation: the sample was returned; however, functional/performance evaluation could not be performed based on the condition of the sample. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was confirmed for a tip detachment, as the metal tip was missing from the distal end of the catheter. Per the IFU (instructions for use), after advancing the guidewire and crosser catheter to the lesion site, the guidewire needs to be withdrawn approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Per the reported event details, the user did not withdraw the guidewire into the distal tip of the crosser catheter prior to activating the crosser. Having the guidewire fully advanced through the distal tip of the crosser catheter during activation could contribute to the tip detachment and the tip becoming stuck on the guidewire. Therefore, user-related issues may have contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately four minutes of activation in the right common femoral artery stenosis with right leg ischemia, the tip of the recanalization catheter allegedly detached during retraction and remained embedded in the lesion. It was further reported that despite several attempts made to recover the detached distal tip with a snare and forceps, the tip remained embedded in the occluded femoral artery. Furthermore, an alleged perforation was discovered in the sfa while attempting to remove the detached tip. A pta balloon was used to resolve the perforation in the sfa and the procedure was completed. The vessel was reported to be patent with good blood flow. Hemostasis was achieved through manual pressure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the device was returned. The distal tip was missing from the catheter and was not returned. Catheter bunching was noted. The outer catheter remaining measured 144.2cm from strain relief to break, indicating 1.8cm of the outer catheter was not returned. The outer catheter was cut to reveal a core wire break. The core wire remaining within the catheter was measured to be 141.9cm, indicating that 4.1cm of the core wire was not returned for evaluation. The distal end of the catheter was jagged and stretched, likely indicating that excessive force contributed to the tip detachment. Functional/performance evaluation: the sample was returned; however, functional/performance evaluation could not be performed based on the condition of the sample. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was confirmed for a tip detachment, as the metal tip was missing from the distal end of the catheter. Per the IFU (instructions for use), after advancing the guidewire and crosser catheter to the lesion site, the guidewire needs to be withdrawn approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Per the reported event details, the user did not withdraw the guidewire into the distal tip of the crosser catheter prior to activating the crosser. Having the guidewire fully advanced through the distal tip of the crosser catheter during activation could contribute to the tip detachment and the tip becoming stuck on the guidewire. Therefore, user-related issues may have contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter.

Event description:
It was reported that after approximately four minutes of activation in the common femoral artery, the tip of the recanalization catheter allegedly detached during retraction and remained embedded in the lesion. It was further reported that the health care provider (hcp) attempted to retrieve the tip with unsuccessful results; therefore, angioplasty was performed to secure the detached tip against the vessel wall and complete the procedure. There was no reported patient injury.